Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that 6 threads were found with the needle detached after opening.the lot number is unknown as the product box was discarded. Additional information has not been received.

Manufacturer narrative:
Summary of investigation: the involved batch is not known. As no batch number is available, previous complaints and units in stock in b. Braun surgical's warehouse cannot be reviewed. We have not received any sample for analysis. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: as no batch number is available, the batch manufacturing record cannot be reviewed. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples were received. Final conclusion: without samples we are not in position of studying if the possible affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.